Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (resets) was confirmed. Upon investigation the charger/modem was resetting. Upon evaluation, the charger exhibited a failure at pld component u1003 and pxa component u104 on the c/a board. Additionally, there was contamination on the battery pca and a shorted q1 current-controlling transistor and an open y1 crystal oscillator on the bedside pca. The shorted q1 and open y1 components were caused by the contamination. The root cause for u104 and u1003 failure could not be positively identified. The root cause for the contamination was ingress of an unknown liquid. A patient safety alert was mailed to active patients on (B)(4)2017 as a reminder to not expose the lifevest electronic components to liquids. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned a battery charger/modem and reported that it was resetting.